Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 465 mg/dl because their insulin pump was not working at the hospital. The customer had a no delivery alarm after eating and then got a high blood glucose. Assisted customer in performing a 5 unit fixed prime but the customer's insulin exited. Customer declined to troubleshoot for high readings. The product was not returned for analysis.